Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: "during the procedure of peripheral venous cannulation in pediatric patients it is evidenced that yelco presented an abnormal curvature and partial rupture of the bevel, which prevents the correct insertion. This generates difficulty in cannulation, the need for multiple attempts and risk of vascular lesion.

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 4242844. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, it was possible to observe that the catheter was perforated by the needle. It is possible that this incident resulted from product use. If the 360-degree rotation of the catheter/cannula is not performed during the puncture, there may be slight resistance when removing the cannula. In this situation, the healthcare professional may reinsert the cannula and re-cannulate the catheter, perforating it during the procedure. It is also possible that this incident resulted from product assembly due to a failure in the vision system which may have allowed a perforated catheter to pass through to the customer. Improvement actions for the defect of needle through catheter have been implemented through a corrective and preventive action plan from september 2024. The lot number involved in this issue was manufactured prior to the implementation. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.